Event description:
Ivus (intravascular ultrasound) catheter needed during procedure. First catheter was opened and prepped properly, but once inside the body it would not turn on to show us an image and would make high-pitched whistle when the scrub tech tried to flush the catheter.